Event description:
A report was received that a patient's lead as protruding from their neck. The physician re-opened the incision, irrigated the area, and sutured the lead back down. The patient is reportedly doing fine following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.